Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that there was a 0x400 parity error power on reset seen on the clinician programmer. The indication for use was non-malignant pain. No patient symptoms reported. Additional information received from the manufacturer representative reported that the message was cleared and the patient was instructed what to do if she saw the message again. It was noted that the patient had no other issues. The patient mentioned she did not know why or when it occurred but stated she was around some industrial refrigerators around the time she saw the message.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.